Event description:
It was reported to boston scientific corporation that a cre wireguided dase balloon was used during a gastrointestinal dilation procedure in the colon performed on (B)(6) 2021. During the procedure, the balloon was expanded to 12atm and burst after 30-60 seconds. The procedure was completed with another cre wireguided dase balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre wireguided dase balloon was used during a gastrointestinal dilation procedure in the colon performed on (B)(6) 2021. During the procedure, the balloon burst after 30 seconds. The procedure was completed with another cre wireguided dase balloon. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter state: yamaguchi prefecture device code (B)(6) captures the reportable event of balloon burst. Investigation results a visual examination of the returned complaint device found that the balloon along with the distal tip was detached and not returned, which does not confirm the reported event of balloon burst. The catheter of the device had no damages. It was also noted that the lumen was damaged. The guidewire was unraveled. Based on the available information, the problems found were due to resistance meet most likely while removing the balloon from the scope, lack of volume inside the balloon. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.